Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure in 2004? The diagnosis and indication for the surgical procedure in 2024? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What was the initial approach for each surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? Has the patient experienced any adverse consequences related to the mesh implanted in 2024? Please provide the onset date/time of pain from the initial procedure in 2004 (# of post-operative days). Location and character of pain? Please describe any medical intervention given for pain management including dates, medication name and results. Please provide the surgical findings of the mesh removal in 2008. Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Please confirm the product code and lot number for the mesh implanted in 2004. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2024-04568 and 2210968-2024-04569

Event description:
It was reported that a patient underwent a gynecological procedure in 2004 and mesh was implanted. The patient experienced pain ongoing so the vaginal portion was excised in 2008. The patient presented with ongoing pain and stress leaks. Total removal is being considered. The device remains implanted in the patient. Additional mesh was inserted on (B)(6) 2024 - uncomplicated. Additional information has been requested.